Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, the j17 connector on the bedside board was defective. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to power on.